Manufacturer narrative:
Expiration date: 03/2020. Manufacture date: 03/2015. Based on the available information, this event is deemed to be a malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on: june 17, 2016. (B)(4).

Event description:
It was reported that the cuff of a magill pediatric endotracheal tube deflated after a short time by leakage from the cuff, but there was no leakage observed when it was re-inflated. It is unknown if the device was used on a patient.

Manufacturer narrative:
No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on june 29, 2016.